Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficult to remove protective sheath was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the protective sheath could not be removed from the 2.75x20 mm nc trek balloon. The device could not be used on the patient. A new same size nc trek balloon was used without issue to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.